Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient ¿presented a dislocation and instability, for that reason it was removed initial cemented poly and placed the polar cup with dual mobility liner and new femoral head.¿ without responses to the requested clinical/medical documentation (made in related case) the root cause of the reported event could not be fully assessed. The patient impact beyond the reported dislocation/instability and subsequent revision could not be determined. Should additional clinically relevant information/documentation become available, then the clinical/medical task may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, patient condition, traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint. However, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient presented a dislocation and instability, for that reason it was removed initial cemented poly and placed the polar cup with dual mobility liner and new femoral head. Revision of redapt liner on (B)(6) 2018